Manufacturer narrative:
(B)(4). Although, it was initially reported the device was expected to be returning, subsequent information indicates the device will not be returned. The analysis was performed by asahi intecc. Co. Ltd: we presume and consider from the provided information that the tip of the corsair catheter was trapped by the heavily calcified lesion, when the pull-back manipulation and/or rotational torque manipulation was applied, the manipulation force was accumulated and exceeded the product design limit, resulting the tip breakage. The instructions for use (IFU) describes in the section of contraindications and prohibition: life-threatening events may occur: do not use in advanced calcified lesions. The reported event is considered to have occurred by using the device against this description of prohibited use to heavily calcified lesion. Warning section of IFU describes: if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. Continuing the operation while the cause of the problem is not identified may cause damage to or rupture of the catheter, and damage the blood vessel. In the worst case, life-threatening adverse events may occur. Warning for the manipulation against resistance is described. As one of possible complications and adverse events, rupture is described in the IFU. Investigation of the production record revealed no anomaly with this lot. No other product experience report was received for this lot.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.

Event description:
It was reported that during advancement in the heavily calcified right coronary artery, resistance was met and the tip of the corsair microcatheter separated from the shaft. The catheter was removed from the body. A stent was used to embed the separated tip against the vessel wall. There was no adverse patient sequela. Though requested, no additional information was provided.